Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the steps taken to resolve the discomfort/pain from the ins as they "plan to see a doctor to discuss the discomfort" and noted that the hurricane "has caused disruptions to schedules." The issue was reported as not yet being resolved and patient noted that device removal/replacement is unknown and to be considered.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their current implant has not helped to manage pt's symptoms. Pt stated they were working with a dr that was "fiddling with the programs", but stated that dr has left the practice. Pt stated they have been able to find a urologist that pt likes and stated their new urologist inquired "why did she put that great big one in" (referring to theins). Pt stated they were not aware there were different sizes. Pt reported there has been "almost no difference in the number of times I urinate during the daytime and nighttime". Pt stated due to the device not helping pt has turned off the device and stated they notices almost no change. Pt also reported in the last 6-8 weeks the device located in their right buttock "up high" has begun to bother pt stated it hurts and is uncomfortable. Pt reported it is not pleasant to sit in a car with it rubbing. Pt stated if the ins is not helping to manage their symptoms and it's bothering them why even have it implanted. Pt stated they are considering having implanted system removed due to this. Agent did not ask about the circumstances that led to the reported issue. Reviewed general use of external devices. Pt successfully connected with ins on the call and confirmed therapy was on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.